Event description:
It was reported that the pump caught fire/exploded. Reportedly, the pump was charging during the event. There was no reported impact to customer's blood glucose level. The customer will revert to an alternate form of insulin therapy; a replacement pump was sent to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.